Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up the gastrointestinal videoscope exhibited dirty light guide lens. There was no patient harm/involvement in this event.